Event description:
It was reported to philips that the lateral arc failed to generate x-rays due to a power supply issue on a allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the low voltage power supply and restored the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).